Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0s4md, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced leg pain starting at the pocket site. The pain dissipated when stimulation was turned off. Therapy was helping their urgency and frequency symptoms. All impedances were within normal limits at their last appointment. Revision surgery was considered. Additional information received reported that the patient had a revision, noting the lead and the implantable neurostimulator (ins) were removed from the left side of the body and new devices were implanted on the right side. There was a ¿black piece of something (possibly dried blood)¿ in the very back of the header block. The patient reportedly was feeling stimulation in the pelvic floor and had an improvement in symptom management.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found insignificant anomalies including power on reset message/serial number l ost and burn marks on can. The device was functionally okay and had good output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.